Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported pressure transducer test. Our field service engineer investigated the ventilator on site and found the issues in the pressure transducers. The inspiratory and expiratory pcbs were returned for further investigation. The failure was confirmed in received device logs. The returned pcbs was mounted in a reference ventilator and pre-use check passed. Ventilation was stared and after running for a week it was found that the pressure sensor measured a high zero-pressure value on one of the sensors. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The root cause to why there was dirt/particles/debris in the ceramic cavity has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).